Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was not depleting for the ¿last three days¿. They stated that the controller showed that the stimulation was on, however, the patient did not feel stimulation and they normally felt a type of ¿surge or pulsation¿ down their back and legs. Patient services had the patient reset the controller by taking out the battery pack and reinserting it and the controller then showed that the ins battery level was at 90% and no longer at 100%. Patient services verified that the patient¿s stimulation was on and asked if the patient wanted to increase stimulation as they still did not feel it. The patient increased stimulation to 3.4 and said that she was then able to feel stimulation as normal and it was comfortable. Patient services suggested monitoring this for a while and if further issues come up or they stopped feeling the stimulation to contact their healthcare provider (hcp) for further assistance. The event occurred on (B)(6) 2020. No further complications were reported/anticipated. Additional information received from the patient indicated that the patient stated that their previously reported issues are persisting. They mentioned that since the initial report, the ir ins battery has remained at 90%, and they can no longer feel stimulation at 3.4 like they could the day prior to the report. They stated that they were unable to increase stimulation past 3.4. The patient confirmed that no messages were coming up on their controller screen. Additional information received from the patient on 2020-06-22 indicated that the ins still would not charge past 90%. They stated that they are in constant pain now because they can¿t feel stimulation even though the ins is turned on. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient feels more pain relief but more pulsing down from the waist and legs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the patient stated no body has done anything to resolve this problem. Her hcp told her to see her pain management, and pain management to her to see the surgeon and she has another apt with surgeon that she pretty much knows what the surgeon will say.